Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was treated by emergency medical services for hypoglycemia. It was reported that the customer has severe hypoglycemia and was unresponsive. It was reported that the customer was having problem with low blood glucose levels. It was reported that the customer¿s blood glucose levels ranged from 1.7 mmol/l to 2.0 mmol/l. It was reported that the customer previously treated with glucose tablets and food. Troubleshooting was performed. It was reported that the drive support cap was normal. The insulin pump passed the displacement test. It was reported that the piston was loose. Product is expected to return.